Manufacturer narrative:
One cadd extension set from p/n 21-7040-24, l/n; 3788326 was received in used condition without its original packaging. The sample was visually inspected at a distance of 12" under normal conditions of illumination. The sample had an occlusion in the bond between the luer an tube. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be confirmed. The most probable cause of the issue is that there was excess solvent applied in the solvent bond. Production personnel were trained on solvent bond application in order to reinforce the solvent application.

Event description:
Information was received that during pre-testing of this smiths medical cadd extension sets, the set did not allowed medication out. No reported adverse effects or patient injury.